Event description:
Information received by medtronic indicated that the insulin pump had crack along the battery compartment. No harm requiring medical intervention was reported. The device will be returned for analysis

Manufacturer narrative:
The insulin pump was received with a cracked battery tube threads, a scratched case, a cracked keypad overlay, a keypad overlay peeling, a missing display window/cover, a stained keypad overlay, a cracked case-corner of belt clip rails, a pillowing keypad overlay and a serial number label fading. The test p-cap/reservoir does lock properly inside the reservoir tube. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to a constant pump error 38 alarm during the rewind test. The pump history file/traces download was successful using thus. Pump error 38 alarm (11 times), pump error 130 alarm (29 times), pump error 43 alarm (37 times) and pump error 82 alarm (37 times) were recorded and found in the downloaded history files on (B)(6) 2021. No pump error 37, 39, 41, 42, 79 and 80 alarm on the pump history noted. The pump was cut open to perform visual inspection and corrosion was found on the motor home switch. No loose electronic components noted. However, moisture damage was also found on the vibrator and electronic assembly. Moisture damage was also found on the battery tube assembly. No moisture damage noted on the keypad assembly. The force sensor zero offset measured (23.7 mv) and within spec range. A test motor was used and continued testing. The pump passed the rewind test. In conclusion, the pump had a constant pump error 38 alarm due to a corroded motor home switch. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.